Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the hospital with an elevated blood glucose (bg) level and trace level of ketones; cause was unknown. Bg value was "over 540" mg/dl. A correction bolus and manual injection were delivered to address bg. The customer required assistance from a nurse and was observed at the hospital for and released after 6 hours. Corrections were given as needed during the hospital stay. The customer reverted to an alternate method in insulin therapy.